Manufacturer narrative:
Investigation results were submitted in error in the previous report. This file will be close cancelled. File ID (B)(4) was found to be duplicate of file ID (B)(4) and all the information and documents moved to same file ID (B)(4). No additional reports will be filed on this file ID (B)(4). Any additional information that is received will be reported on file ID (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
Based on new information received. File ID (B)(4) was found to be duplicate of file ID (B)(4) and all the information and documents moved to same file ID (B)(4). No additional reports will be filed on this file ID (B)(4). Any additional information that is received will be reported on file ID (B)(4).

Event description:
A healthcare professional reported that superficial cut in the epithelium which was major in cone and some complications including the incomplete flaps and the irregular flap shapes, during lasik surgery. Due to these issues, most surgeries have been delayed and postponed until after the healing process. There are multiple related reports for this reported event. This report addresses patient (B)(6), unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).